Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited noise causing inappropriate mode switch. No intervention had been reported, the patient was asymptomatic and was doing well and would continue to be monitored.

Manufacturer narrative:
Device manufacture date should have been sep 25, 2009 rather than blank.